Manufacturer narrative:
One 9 x 25mm biosure regenesorb screw was reported on. It was used for treatment but was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: adherence to the instructions for use recommendations. Use of other than recommended prep instrument size or types. Getting entangled with other instruments or devices. Stripping or over torque. Damaged prep instruments. Unexpected bone density/condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Per instructions for use: ¿use of a driver other than the appropriate biosure driver may result in breakage of the screw. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result. Failure to fully seat the screw may result in breakage of the screw. The biosure tap is recommended for use with bone tendon bone grafts prior to inserting the interference screw. Final product met specifications upon release to distribution.

Manufacturer narrative:
One 72204404 biosure regenesorb 9x25mm screw used for treatment, was partially returned for evaluation. The return consisted of two small segments of thread. They were indicative of force and torque factors. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. As this is a tapered product, the tunnel size needs to accommodate the largest diameter of the implant. Shattering and multiple fracture symptoms are often aligned with an inferior tunnel size. Instruction for use (IFU) confirms instructions, precautionary statements and recommendations for proper use of product. Per IFU: ¿use of a driver other than the appropriate biosure driver may result in breakage of the screw. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result. Failure to fully seat the screw may result in breakage of the screw. The biosure tap is recommended for use with bone-tendon-bone grafts prior to inserting the interference screw. Use of a tap is recommended. In cases where hard bone is encountered, it is recommended that a tap 1mm larger than the screw be used. Complaint search revealed no other related complaints for the history of the manufacturing lot. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that after the insertion of the interference screw, the surgeon explored arthroscopically the tunnel, during this, he found out two small pieces which were actually broken parts of the screw. The surgeon removed them and let the screw in place. No delay or patient injuries were reported.